Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Prior to a surgical procedure, the actetabular cup impactor did not secure the cup and the implant fell on the floor. The mechanism that locks the tip onto the cup was damaged. A secondary cup of the same size was used (on shelf) and impacted with another impactor (on consignment). No impact to patient, no significant delay caused. Was there any reported patient or user harm? No. Was there a significant delay? No. Additional information: the reported sated that the locking mechanism in the top of the instrument was damaged. There might be a small spring inside the instrument that engages and locks the cup into the tip of the impactor, but something was preventing the cup from remaining locked in place.